Manufacturer narrative:
Device evaluated by manufacturer? No. Lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2012 with excellent results. The patient reported decreased vison, with glare, blurry vision and halos for 2 weeks. An exam on (B)(6) 2016 showed an anterior subcapsular cataract . The lens remains implanted. The patient's post-op best-corrected visual acuity was 20/20.